Manufacturer narrative:
Reliability analysis inspected one opened used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to low readings. Also performed visual inspection and found needle bent inside needle hub unable to confirm customer received needle in said condition due to customer returned opened used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was unknown. The customer was assisted with troubleshooting and was informed that the sensor needs to be replaced. The sensor was found bent. The customer was sent a new sensor. No further information was provided.